Event description:
Ventilator stopped ventilating with a continuous alarm, then screen was white and was released the event logo. "After attempting to run the self test, but failed, staying the screen with the logo and full bar of self test." Pt was placed on another ventilator; no injury.

Manufacturer narrative:
Item not yet returned for eval as of report date.